Event description:
The mpu had a v-lock connector and the ac power cord did not come loose at the wall outlet or at the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the log files. The submitted controller periodic log file contained approximately 32 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured low voltage hazard and power cable disconnect alarms on (B)(6) 2022 at 18:26:34 and 21:26:33 due to the relative state of charge (rsoc) voltage on both power cables dropping to 0 v while connected to the mpu; the exact time that the alarms activated and resolved could not be determined as the periodic log file only collects data at specified time intervals rather than upon detection of an event. The bus voltage on both power cables remained at the appropriate voltage of approximately 14.7 v during the alarms and mpu supplied power to the system. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted controller event log file did not capture the reported low voltage alarm due to the data being overwritten by newer data. The controller event log file contained approximately 1 hour of data on (B)(6) 2022 (10:27:45 ¿ 11:28:15 per the timestamps). No atypical decreases in voltage or associated alarms were captured in the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, power cable disconnect, no external power, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. B) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 fu (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mpu was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was disconnected from their power source on (B)(6) 2022 from 18:00-21:00. The patient thought the alarm that occurred during this time was a low voltage advisory alarm, and they were connected to either their mobile power unit (mpu) or batteries when the alarm occurred. The patient did not experience any symptoms or adverse consequences due to the loss of power. The patient was noted to be stable.